Manufacturer narrative:
Date of event is estimated. Patient weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-32435. It was reported one of the patient's leads had migrated. In turn, the patient received ineffective therapy. As a result, the patient decided to have their scs system explanted.